Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported that a ¿motor stall due to battery depletion (presumption)¿ occurred. Additional information was received from a healthcare provider (hcp) via a manufacturer's representative. When asked if the battery depletion was premature, it was indicated, "yes, the implant date was on (B)(6)2014; the battery life was stated at the time of the event as 35 month." Logs from an interrogation on (B)(6) 2017 confirmed the time until elective replacement indicator (eri) was 35 months.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis also revealed a hole/mechanical wear in the pumphead pump tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The exact implant date of the pump was unknown, but the representative would try to obtain this information. The pump was not replaced on (B)(6)201. As of (B)(6)2017, the pump was still implanted, but not working. The patient went to the hospital with recurring pain (more pain than before). The patient received a substitution of oral drugs. The replacement had not been scheduled yet.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 20mg/ml, 6.994mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. It was reported a intermittent motor stalls occurred on (B)(6) 2017. No patient symptoms were reported. The hcp was advised to program the pump to minimum flow rate and schedule pump replacement. There were no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed including checking the pump logs. The issue was unable to be resolved and replacement was necessary. Pump explant was planned on (B)(6) 2017 and would be returned. Provided pump logs from interrogation on (B)(6) 2017 indicated a total of 10 motor stalls occurred spanning from (B)(6) 2017. All motor stalls were brief with the longest one lasting 37 minutes. The first motor stall occurred on (B)(6) 2017 at 23:06 with recovery at 23:13. The last motor stall occurred on (B)(6) 2017 at 12:47 with no recorded recovery. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was scheduled to be replaced on (B)(4)2017.